Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00046 ((B)(4)): contact office: changed from (B)(4). Date received by mfg: changed from "blank" to "06/13/2024".

Event description:
It was reported that there were stripes artifacts on images and the images appeared unstable. The device was out of use and there was no harm to patient or user reported.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer performed analysis by reviewing shock log of the detector. The shock log confirmed that the detector was dropped. Gain and pixel calibration was performed and tested for image quality. The device tested okay. The device remains at customer site for clinical use.